Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously underwent programming changes to sensitivity to address oversensed noise on the atrial and shock channels, which did not prevent oversensing and had resulting in atrial undersensing. Review of the presenting electrogram (egm) showed intermittent undersensing of normal p-waves, even with no noise present. Technical services (ts) reviewed troubleshooting options, possible causes, and programming considerations. Additional information received approximately three years later reported that this ICD was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously underwent programming changes to sensitivity to address oversensed noise on the atrial and shock channels, which did not prevent oversensing and had resulting in atrial undersensing. Review of the presenting electrogram (egm) showed intermittent undersensing of normal p-waves, even with no noise present. Technical services (ts) reviewed troubleshooting options, possible causes, and programming considerations. Additional information received approximately three years later reported that this ICD was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No adverse patient effects were reported. This ICD was returned for analysis.